Event description:
It was reported that an upper body pad could not create negative pressure. For that reason, the therapy was always stopped because of the error air leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an upper body pad could not create negative pressure. For that reason, the therapy was always stopped because of the error air leak. Per sample evaluation received on (B)(6) 2023, stated that kinked tubing was found.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received small left chest gel pad with no original packaging. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling reviews are not required as the reported event is unconfirmed. Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.